Event description:
It was reported that a transparent particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection of the compounded product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on august 03, 2022- august 04, 2022. H10: one actual sample filled with liquid solution and one photograph were received for evaluation. A visual inspection along with magnification was performed on both the actual sample and the photograph and no particulate matter could be observed in the fluid pathway of the container. Additionally, the fill port cap was removed and no issue was observed in the connector or cap area of actual sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.